Manufacturer narrative:
The company service rep examined the system but could not duplicate the problem. The error message was noted in the event log. The receiver mechanism was replaced for diagnostic purposes and sent in house for testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report mailed in to FDA on: 03/07/2008.

Event description:
The customer reported that the tubing came loose from cassette and an error message displayed. The customer tried blowing and swabbing the area. Additional information received noted this was a trauma case due to the patient getting hit in the eye, with the natural lens falling to the back of the eye. The surgeon had completed pars plana vitrectomy and the event occurred during pars plana lensectomy. They noticed the tubing came off the cassette during the lensectomy and the cassette had ejected itself. The customer attempted to get another cassette to continue the surgery. The customer was unable to get the cassette for this for this system, and finished the lens extraction with the phacoemulsification system. The surgeon completed the surgery with endolaser photocoagulation and an iridectomy. The customer noted there was no patient injury at the time of the incident.